Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed to technical services on 09/01/2017 stating that it decrease in pace impedances from 800 to 464 ohms. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).